Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported the patient recently did a trial for spinal cord stimulation (scs) for pain from 4 back surgeries two weeks ago ((B)(6) 2016). Three surgeries were prior to getting her device and she was implanted with the interstim due to one of the surgeons cutting the nerves to her bladder and bowel. After that incident, the patient had to catheterized herself for 6 years prior to getting her device. It was noted the patient programmer for the interstim was lost at the time of the scs trial. She had turned stimulation off prior to the scs trial procedure and back on when it was complete, but since then she had been having trouble going to the bathroom and there was a return of symptoms. The patient just gradually "stopped." The patient had been able to go just one time on the day of the call ((B)(6) 2016) and was now dribbling, not full stream. A loss or change in therapy was noted. It was noted it had been over a week. The patient saw the physician on the day of the call, who checked her implantable neurostimulator (ins) and said it was turned on--it was just turned on real low. Potential medical procedures/emi that could be related to the issue was the scs trial. It was indicated since the patient got her ins, whether it be if she accidentally pushed the wrong buttons and increased stimulation too high or after a procedure/seeing the physician and having to turn stimulation off and then back on, the moment she stood up, it would vibrate too high or felt like she was sitting on an electric fence. It was unknown when this issue began. The patient's indication for use was urinary dysfunction/sacral nerve stimulation.

Event description:
Additional information received later was noted that the health care provider (hcp) was notified and they checked the stimulation it was on, so the only place that it could be was at hcp¿s office where patient turned it off but the patient was still a little drugged a little when patient turn it back on. The patient called them when she missed it and they stated it wasn¿t there. The patient stated there was no change so she didn¿t know if it was still off or on. The patient remember turning it off but didn¿t remember turning it back on (the patient just could not found the box that turns it on or off). The steps taken were reported as: the patient went back to hcp when she could not find it to see if it was on or off. They checked it and it was on, so she thought it was at hcp¿s office but they could not find it either and patient was nowhere else except home .it was noted that the return of symptom and high/uncomfortable has been resolved. When she got the new one she went by to have someone in hcp¿s office to check it. She put the antenna on it and set it and stated it was working the patient stated that the pain doctor and hcp stated no one had found it. But they had laid it on the cabinet when they had patient lay down on their stomach on the bed to get ready for the temporary placement of the wires. They thought it was in the wheelchair but they stated they never found it. It was the same day the patient called manufacturer company. The patient doesn¿t remember the date. She looked on the calendar and it was the 30th that she was at hcp and he was the one that put the interstim in 2006. Nurse practitioner stated that the antenna had to be on it every time she used it but it¿s much different than the one on. The patient had had a rough month. The patient had their dad¿s last brother pass away. Plus having a neurostimulator put in their back. The patient had already had to have the trial one put in for a week. May 24 patient was having the neurostimulation put in their spine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.